Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique that led to peritonitis. Peritonitis was manifested by "intense pain". The breach was not further specified. The patient was hospitalized for the event on the same day of onset. The patient was treated with unspecified antibiotics (intraperitoneally, dose and frequency not reported) for peritonitis. Nine days after hospitalization the patient was discharged from the hospital and was recovered from the event. Dianeal and extraneal therapies were ongoing. It is unknown whether the patient was retrained on proper aseptic technique. No additional information is available.